Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customers indicated failure mode for low/no additive with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed but bd was not able to determine an absolute root cause.

Event description:
It was reported that the 22 g x 1 in. Bd preset" abg syringe with luer-lok tip and attached needle had low/no additive. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect device type code. The correct device type code is jka.